Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting with tandem technical support and reportedly, that they would change their infusion set. Customer¿s blood glucose was 322 mg/dl.